Event description:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5109080) on 16-may-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion medically important), menstruation irregular ("unbearable periods/ irregular menstruation"), dyspareunia ("painful sex") and abdominal distension ("bloating"). Essure treatment was not changed. At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal distension, dyspareunia, menstruation irregular and pelvic pain to be related to essure administration. The reporter commented: new obgyn recommend now getting hysterectomy and removing essure in the process. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 16-may-2022: processed with initial. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menstruation irregular ("unbearable periods/ irregular menstruation"), dyspareunia ("painful sex") and abdominal distension ("bloating"). Essure treatment was not changed. At the time of the report, the pelvic pain, menstruation irregular, dyspareunia and abdominal distension outcome was unknown. The reporter considered abdominal distension, dyspareunia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: new obgyn recommend now getting hysterectomy and removing essure in the process quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.